Manufacturer narrative:
B3: (B)(6) 2026 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information.

Event description:
It was reported that three instances of fluid leakage occurred from within the nrfit syringe plunger. The event occurred during patient use at the facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
B3 - date of event: updated. H3 and h6 codes: updated. Fifteen (15) unused devices were returned for investigation. During visual inspection, no damage, deformation, or crushing of the outer barrel was found. During the functional testing, no water leakage was observed. The reported event was not confirmed. The cause of the incident was not identified as the event could not be reproduced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.